Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. It was also noted that patient received inappropriate shock due to oversensing. No intervention was done. The patient was stable.